Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of wear, the acetabular cup showed evidence of lack of bony ingrowth and the taper adapter showed evidence of fretting. Root cause of the event was most likely attributed to third party debris, joint laxity, subluxation or sub-optimal positioning; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, "wear and/or deformation of articulating surfaces." Under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2015-04104 / 04105).

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 27 states, "wear and corrosion of the metal components can cause an "adverse local tissue reaction (altr)" or an "adverse reaction to metal debris (armd)", which can damage the surrounding bone and soft tissues. This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2015-04104 / 04105).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2006. Subsequently, a revision procedure was performed on (B)(6), 2015 due to pain and adverse reaction to metal debris (armd).